Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved confirmed the report of coating damage. The preloaded wire guide was returned in the sphincterotome. There is wire guide coating damage near the distal end. The wire guide coating had peeled exposing bare core wire between 52.5 cm and 59 cm and bunched up between 59 cm and 68 cm from the distal end. We were unable to determine if a portion of wire guide coating was missing due to the condition of the returned device. The sphincterotome catheter was kinked in two areas. A functional test could not be performed using the preloaded wire guide due to the damage observed in the wire guide. A functional test was performed using a wire guide from our shelf stock. The sphincterotome with preloaded wire guide was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The distal end was advanced through a simulated papilla with the wire guide held in place. The device was then removed by successfully performing a long wire exchange. Access was not lost during the exchange. The subassembly device history record for the wire guide reviewed. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni-tome pre-loaded sphincterotome. The user cannulated the pancreatic duct and tried to do an exchange, but the wire frayed somewhere in the middle of the device. They changed to another manufacturer's sphincterotome and wire guide [lost wire guide access, subject of this report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.